Event description:
Two back to back operating room outpatient procedures using the bleasesirius anesthetic machine ventilator cart, serial # (B)(4), malfunctioned resulting in unexpected pneumothorax outcomes and increased length of hospital stay for both patients. FDA safety report ID # (B)(4).